Manufacturer narrative:
H10, h3, h6: the navio handpiece, used in treatment, got stuck and stopped working during a procedure. The impact on the case was delay and the user intervened to recover and complete the case. The device was being used on a patient during the reported event and no injuries were reported. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The snap lock nut was broken. A broken snap lock nut would prevent the snap lock from moving along the lead screw, causing it to get stuck. The root cause of this issue was found to be mechanical component failure.

Event description:
It was reported that during a surgical procedure, when the surgeon was taking the distal burr cut, the handpiece was stuck and stopped working. The surgeon re-booted the system a couple of times, the surgery was completed. No surgical delay or patient injury reported. Upon inspection, the handpiece was checked resulting in torque test out of tolerance. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.